Manufacturer narrative:
(B)(4) the reported event is not confirmed. Visual evaluation of the returned packaging found the inner pouch was not sealed but folded over, however, this is the specified packaging method as required by manufacturing specifications. The outer pouch had been previously opened as intended using the vendor seal. Evaluation of the seal found no non-conformance. The customer reported the carton was fully sealed, however, as no photos were provided or carton returned, evaluation of the carton could not be performed to determine when or how the carton may have been opened. Based on the information provided, the packaging was likely opened and resealed after release from zimmer biomet, however, this cannot be confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided for review. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the peel pack of the sterile device was completely unsealed inside of a sealed and wrapped box. The implant was returned in the peel packaging exactly as it was removed from outer box. The procedure was completed successfully with an anternate device. It was reported that no further information is available.